Event description:
It was reported the patient's blood glucose levels rose to 302 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). Upon removal of the pod, the cannula was found to be bent. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.